Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed and reproduced during evaluation. Evaluation found the readings on the upstream sensor to be out of specification (low) which causes the pump to be more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had an upstream occlusion alarm. There was no patient involvement.